Event description:
It was reported that before the operation, the emg tube balloon leaked during inflation, and immediately replaced with the spare endotracheal tube. There was no delay in the surgical procedure. There was no patient injury.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device observed by the unaided eye. Functionally, a syringe was used to inject 15-cc of air into the cuff balloon and inflation occurred normally, but the cuff slowly deflated over time which would have resulted in the reported event. A leak test was performed to verify the location of the leak by submerging the cuff underwater and a leak was noticed on the proximal end of the cuff. Under magnification, a small puncture confirmed the location of the leak found during the leak test. Electrically, for further analysis, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 32.4 ohms (blue), 27.5 ohms (blue with white stripe), 27.0 ohms (red), and 46.5 ohms (red with white stripe) in which all electrodes were within specification. In the returned condition, there w as an out of specification condition that was related to the complaint (due to physical damage). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.